Manufacturer narrative:
H6: investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode for foreign matter was attributed to the manufacturing process.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on the individual product. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the nurse opened the package and found a foreign body on the arm of the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on the individual product. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the nurse opened the package and found a foreign body on the arm of the needle.